Event description:
The customer reported that the system exhibited changing errors' upon system start up preventing the system from booting to a usable state. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The connector cable at the power cap module was evaluated and found to be loose. No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.